Event description:
Per the clinic, the patient developed necrosis at the site of the implant resulting in the extrusion of the device. The patient was administered IV antibiotics (type not reported). More information has been requested but was not available at the time this report was filed.

Manufacturer narrative:
Implanted device remains.